Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock for atrial fibrillation (af) with rapid ventricular response (rvr) and t-wave oversensing. Multiple untreated events for the same rhythm were identified. Undersensing was observed in secondary vector during manual testing. Automatic set-up was completed, and the vector was reprogrammed to alternate. A boston scientific technical services consultant documented and discussed the reported clinical observations. This system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that this patient presented for evaluation at his following clinic and was in sinus rhythm. Sensing optimization was performed. A bsc technical services consultant reviewed the results and discussed programming options for this patient. The bsc local area representative will discuss the observations with the physician to determine the best course of action. The system remains in service and no adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock for atrial fibrillation (af) with rapid ventricular response (rvr) and t-wave oversensing. Multiple untreated events for the same rhythm were identified. Undersensing was observed in secondary vector during manual testing. Automatic set-up was completed, and the vector was reprogrammed to alternate. A boston scientific technical services consultant documented and discussed the reported clinical observations. This system remains in service and no adverse patient effects were reported.